Event description:
Patient data was provided as follows: unit of measure is u/ml. The result lead to the double dose of the chemotherapy had been repeated using lot 13517m500 (non-recall lot).

Event description:
The customer stated that one patient sample generated falsely elevated results for the architect ca19-9xr reagent. The lot number is unknown. The patient was on chemotherapy already and went to a double dose of the chemotherapy after the elevated results of the architect ca19-9 were generated. There were no known adverse consequences to patient health reported.

Manufacturer narrative:
(B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9 affected reagent lots contributed to elevated ca19-9 patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9 reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.

Manufacturer narrative:
(B)(6). (B)(4).